Event description:
Reporter used product in 2007. She applied icy hot heat therapy patch before going to bed and wore for approx 6 hrs. She placed patch to the right of her belly button on stomach for pain. No pain was felt during the night. She woke up and removed patch. Skin from blister remained adhered to the patch resulting in a loss of 2" x 1 1/2" wide area of skin. The wound is starting to scab over now. She only used 1 patch out of box and this was the first time she had ever used the product. She read the directions before use. She treated with neosporin at first and went to doctor. She was diagnosed with 2nd degree burn. The doctor prescribed silvadine and told her to wash and dry the area twice a day.